Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the session could not be ended. Analysis also noted that the stylus did not align with the cursor, the lower handle cover was cracked and the programmer failed left antenna test at functional testing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had to be powered off in order to end session after the interrogation of an implantable device. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.